Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Customer's blood glucose was 77-572 mg/dl. Customer required third party assistance from mother who brought customer juice and customer administered a correction injection via manual injection to address elevated blood glucose. Customer changed supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Manufacturer narrative:
B2: required intervention, b5.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Customer's blood glucose was 77-572 mg/dl. Customer administered a correction injection via manual injection to address elevated blood glucose. Customer changed supplies to address the issue.